Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. Additionally, the pump shutdown unexpectedly. Customer's blood glucose level was 110 mg/dl. The customer was instructed to reset the pump to resolve the issue. Multiple follow-up attempts were made by tandem technical support; however, there was no response from the customer.